Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose values reaching 255 mg/dl and remaining above target for approximately five hours; the user reported consuming several beers during the period and received education on announcing alcohol intake. Symptoms included no reported acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded that the cause of the hyperglycemia was unclear and that the event was managed with education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.